Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the nurse called to report that there was a recoverable fault displayed on the universal surgical manipulator (usm) 4 along with a yellow light emitting diode (led). Prior to the call, the nurse already power cycled the patient side cart (psc) and performed an emergency power off (epo). The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found the issue pointing to the axis controller motor (acm) board in usm4. The nurse disabled usm4 and proceeded with 3 usms. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system's functionality was checked after booting the system. There were no system errors on the startup. This surgery was in progress for approximately an hour when the issue was identified. The issue was not resolved by the surgeon and the customer had to switch to another da vinci psc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the errors were confirmed via system logs review but not replicated during the in-house test. The unit was tested on an in-house system in normal mode with no triggered errors. Also, the unit passed all other required tests. The axes controller, motor (acm) printed circuit assembly (pca) was inspected for any signs of damage and no damage was found.